Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the cover was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: he stated that the green inner cover is awkward to place on the needle after injection. Consumer stated that he was using nano 2nd gen and when he refilled his prescription he was given the original nano ultra fine pen needles. Consumer refused replacement, stated that he just wanted to know why his pharmacist gave him the original needles instead of 2nd gen. Product component/issue/lot(s): --inner shield / not working/other issue / 2048904

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the cover was difficult to use. There was no report of patient impact. The following information was provided by the initial reporter: he stated that the green inner cover is awkward to place on the needle after injection. Consumer stated that he was using nano 2nd gen and when he refilled his prescription he was given the original nano ultra fine pen needles. Consumer refused replacement, stated that he just wanted to know why his pharmacist gave him the original needles instead of 2nd gen. Product component/issue/lot(s): inner shield / not working/other issue / 2048904.